Event description:
The customer reported that while the unit was in use on a pt. The unit would not fill the balloon. The unit was replaced and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The company rep performed adjustments to the autofill volume from 87mmhg to 100mmhg (within specification). The company rep performed adjustments to the shuttle and atmospheric transducers. The unit was tested to factory specifications. It functioned normally and was returned to the customer. (B)(4).